Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported by the customer that their insulin pump had been exposed to moisture and the keypad was unresponsive to user inputs. Customer stated that they were drinking water and spilled onto the device. Customer also stated they had a high blood glucose level of 360 mg/dl and bolus with 18 units of insulin. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 204 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.